Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic due to right ventricular (rv) lead noise with oversensing and pacing inhibition. Noise and pacing inhibition was reproducible with movement and pocket manipulations, and pacing pauses greater than 10 seconds were observed. Review of remote monitoring data contained an alert indicating a lead safety switch (lss) was triggered due to high out-of-range rv pace impedance measurements. It was suspected that the rv was fractured, secondary to clavicular crush. X-ray imaging revealed a narrowing on the lead. The patient was hospitalized for over three days leading up to the subsequent lead revision. It was noted that the patient was deemed too high risk for lead extraction, thus the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the clinic due to right ventricular (rv) lead noise with oversensing and pacing inhibition. Noise and pacing inhibition was reproducible with movement and pocket manipulations, and pacing pauses greater than 10 seconds were observed. Review of remote monitoring data contained an alert indicating a lead safety switch (lss) was triggered due to high out-of-range rv pace impedance measurements. It was suspected that the rv was fractured, secondary to clavicular crush. X-ray imaging revealed a narrowing on the lead. The patient was hospitalized for over three days leading up to the subsequent lead revision. It was noted that the patient was deemed too high risk for lead extraction, thus the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.